Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to a de novo, concentric lesion in the distal left anterior descending artery with heavy tortuosity, a 3.5x18 mm rx xience xpedition stent was advanced and implanted; however, a dissection occurred. Another stent was used to treat the dissection. The patient was stable and doing fine. The procedure lasted for 20 minutes and there were no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.